Manufacturer narrative:
A qualified cartridge was indicated with a non-qualified handpiece and viscoelastic. The patient does not want to explant the lens. The root cause for the reported damage may be related to a failure to follow the instruction for use (IFU). The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, the reason for the 3 superficial "scratches" on the surface is assumed to be scratching of the cartridge or a change of the surface of the iol under the compression during the compression in the cartridge. The patient complains about occasional optical scattering phenomena at dusk, not during the day. However, she does not want to have an explantation performed. The scratches were documented postoperatively and also communicated to the patient.

Event description:
A physician reported that following the intraocular lens (iol) implant procedure, the physician reported three longitudinal stripes on the lens surface, which he identified at the slit lamp. The patient had described it as reflexes in longitudinal stripes while looking tv. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).